Event description:
It was reported the epg (external pulse generator) would not pace. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device sense test failed on the lower end. As a result the cable-assembly and printed circuit board assembly were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.